Event description:
It was reported that during an un-specified procedure, it was observed that the xience prime stent was not adequately crimped on the balloon. It is unknown if the loose stent was noted inside the patient, or after use. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the xience prime stent delivery system (sds) found it was returned without blood visible suggesting the device was not inserted into the patient anatomy. There was contrast in the inflation lumen consistent with preparation of the device. The stent implant was stationary on the balloon between the markers. There was one flared strut on the first row at the proximal end of the stent implant. There was no other damage noted to the stent implant. The stent implant was not loose as reported. There were two bends in the hypotube 11 centimeters (cm) and 61.3 cm distal to the strain relief tubing. The bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sds. The outer diameter measurements of the stent implant were measured and met manufacturing criteria. Additional information was requested regarding this case; however, no information other than the device was returning has been available. It is possible that the stent may have been flared during preparation due to handling and may have given the appearance of an unstable stent and reported as such. In this case the unstable stent could not be confirmed as the stent was returned firmly on the balloon. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents for unstable sent and no incidents have been reported for stent dislodgement for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.